Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon was completing a 1 trajectory laser ablation. Laser registration was selected. An insufficient accuracy error was given after registration but then continued on to verification to check. Verification was acceptable and the root mean square was checked in the logs to be .85mm. The surgeon marked the entry point and then continued on with the surgery. After a post-implant scan with o-arm, the trajectory was 4mm superior to the plan. The image merge was checked several times and verified to be correct; verification was completed again with the laser and pointer and anatomical points continued to look accurate. Another o-arm scan was taken, and the probe was still 4mm off of target at entry and target points. No adverse events have been reported as a result of the malfunction attempts have been made and no further information has been provided.